Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a severely calcified cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty of the shunt. During the procedure, the lesion was successfully crossed. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed. And the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.